Event description:
It was reported that during an arvt ablation procedure, the patient suffered a pericardial effusion and the blood pressure dropped to 58 (systolic) prior to mapping and ablation. The physician performed a pericardiocentesis and the patient was taken to ICU for overnight. The physician attributed the perforation to the placement of the coronary sinus catheter (boston scientific polaris x).

Manufacturer narrative:
(B)(4). The returned device was visually inspected and it was found normal. Afterwards the unit was evaluated under electrical, temperature and generator and it passed, in addition deflection test was performed to the device and it failed. The dissection revealed the ferrule was partially inserted in the dome causing the catheter not to deflect properly. The root cause of the reported perforation remains unknown, the device presented deflection problem not related to the event. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The complaint condition could not be confirmed.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4), stockert: model# m-5463-01, serial # (B)(4). (B)(4).